Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on peritoneal dialysis (pd) expired from a peritoneal infection and covid 19. There were no reported allegations that the patient¿s death was related to an issue with fresenius products. In additional follow-up, the pd registered nurse (pdrn) reported the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2021 the patient was hospitalized with necrosis of the abdomen (cause unknown) and suspected bacterial peritonitis. Pd culture results are not available, however, it was reported the patient had concomitant covid 19. The nurse reported the patient was treated with unknown antibiotics while hospitalized. Additionally, it was reportedly assumed the patient continued pd therapy (details unknown). Subsequently, on (B)(6) 2021, the patient expired while hospitalized. Details surrounding the patient¿s death are unknown. However, the pdrn indicated the death did not occur during a pd treatment. Per the pdrn, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the peritonitis event. The cause of the suspected peritonitis was reportedly because of abdominal necrosis. Moreover, the pdrn stated the patient¿s death was not suspected in anyway to be related to fresenius products. The nurse stated the exact cause of death is unknown; esrd death form is not available. However, the pdrn indicated the death is likely due to complications from concomitant necrosis, covid-19, and infection.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s hospitalization for abdominal necrosis with suspected peritonitis and covid 19. However, there is no allegation nor any objective evidence that a liberty select cycler/ fmc cassette malfunction or product deficiency caused or contributed to the hospitalization event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The nurse attributed the suspected peritonitis to the concomitant condition of abdominal necrosis. Subsequently, the patient expired approximately 8 days later during the hospitalization. The patient¿s nurse reported the patient did not expire during a pd treatment and the death is not suspected to be related to any fresenius products. The exact cause of death is unknown, and the esrd death form is not available. However, the nurse stated the patient¿s death is likely related to complications from comorbid conditions of abdominal necrosis, covid-19 and infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) expired from a peritoneal infection and covid 19. There were no reported allegations that the patient¿s death was related to an issue with fresenius products. In additional follow-up, the pd registered nurse (pdrn) reported the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2021 the patient was hospitalized with necrosis of the abdomen (cause unknown) and suspected bacterial peritonitis. Pd culture results are not available, however, it was reported the patient had concomitant covid 19. The nurse reported the patient was treated with unknown antibiotics while hospitalized. Additionally, it was reportedly assumed the patient continued pd therapy (details unknown). Subsequently, on (B)(6) 2021, the patient expired while hospitalized. Details surrounding the patient¿s death are unknown. However, the pdrn indicated the death did not occur during a pd treatment. Per the pdrn, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the peritonitis event. The cause of the suspected peritonitis was reportedly because of abdominal necrosis. Moreover, the pdrn stated the patient¿s death was not suspected in anyway to be related to fresenius products. The nurse stated the exact cause of death is unknown; esrd death form is not available. However, the pdrn indicated the death is likely due to complications from concomitant necrosis, covid-19, and infection.